Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with 1ml of juvéderm ultra¿ xc in the lips. About 5 months later, patient presented with hard nodules in their upper and lower lips. Hyaluronidase was applied and there was no noted improvement of the nodules. It was also noted patient had edema in the lips. Patient was prescribed predsim 60mg for 3 days, 40mg for 3 days, and 20mg for 4 days. The patient would return when the prescription was completed with the nodules still present and edema worsened, specifically in the upper lip. Patient was ultimately restarted on predsim 20mg and the next day alektos and antibiotic therapy. Hcp later reported that 3 months post injection, "after an (non-device related) upper airway infection, it progressed with [very hardened (fibrous) consistency that could be granulomas] on the upper and lower lips and intermittent edemas, especially in the morning". Hcp prescribed oral corticosteroids ¿60 mg/d for 5 days and a gradual reduction, with partial improvement of the edema, without improvement of the nodules. Injection into the upper and lower lips of biometil® 1,500 iu diluted in 2 ml: ¿ hcp reports having applied 4 ml applied with a needle, without any improvement of the nodules, only of supra-labial hyaluronic acid. Hcp repeated the hyaluridase application, using reductonidase® the second time: 1500 iu diluted in 10 ml. The physician reports having applied 4 ml (600 iu). Again, improvement of the infiltration around the mouth, without improvement of the nodules. Patient was started on doxycycline 100 mg a day. Hcp also noted they have attempted to "puncture" the bumps but there was no improvement. Hcp also tried weekly radio frequency and massage without improvement. Hcp believes the nodules could be "possible granulomas". No diagnostic testing has been performed. Event ongoing.